Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that one of two information center classic displays used as "slave" displays was "frozen". The device was in use monitoring patients. No adverse event was reported.